Manufacturer narrative:
Please note that this date is based off the date of publication of the article as the actual event date was not provided. Please note that this device was used off label as it was implanted to treat tardive dyskinesia. Other applicable components are: product ID: neu_stimloc_acc, lot# unknown, product type: accessory. Product ID: 3387, lot# unknown, product type: lead.

Event description:
Pouclet-courtemanche h., rouaud, t., thobois, s., nguyen, j-m., brefel- courbon, c., chereau, I., cuny, e., derost, p., eusebio, a., guehl, d., laurencin, c., mertens, p., ory-magne, f., raoul, s., regis, j., ulla, m., witjas, t., burbaud, p., rascol, o., damier, p. Long-term efficacy and tolerability of bilateral pallidal stimulation to treat tardive dyskinesia. Neurology. 2016. 86:1¿9. Doi: 10.10.1212/wnl.0000000000002370. Summary: to confirm the efficacy and safety of deep brain stimulation (dbs) of the internal part of the globus pallidus in improving severe tardive dyskinesia (td). Reported events: patient 19: one (B)(6)year-old male patient with deep brain stimulation (dbs) for tardive dyskinesia (td) had the left lead shifted 1.5cm upwards and required the lead to be repositioned 11 months after the initial surgery. This displacement was noted to be likely due to failure of the lead fixation to the skull. Additional information has been requested from the corresponding author regarding event dates, product information, symptoms, troubleshooting, diagnostics, and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. The article included the following device information: lead model 3387 and implantable neurostimulator itrel ii model 7424 or kinetra model 7428.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.